Manufacturer narrative:
Pt age and weight: unk. Expiration date - unk. Implant and explant dates: na. (B)(4). Device evaluated by manufacturer? No. Injection system and lens not returned. Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Injection system and lens not returned.

Event description:
The reporter stated the surgeon was loading a 12.6mm micl12.6 implantable collamer lens into a sfc-45 fp cartridge and the lens was scratched. The reporter stated the surgeon noted something in the cartridge, possibly a piece of plastic, that scratched the lens. The surgeon decided not to use the lens and there was no patient contact. The surgeon implanted the backup lens with no problem. The lens and injection system was discarded by the facility.